Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. Treatment was not rendered for the event. At the time of this report, the patient had recovered from the peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information was received for the event. It was reported that the patient did not have peritonitis but had cloudy effluent that was reported to have been caused by ingesting a high fat meal. The patient recovered from the event the day after the onset. The baxter disposable devices are no longer considered suspect products in the event. Should additional relevant information become available, a supplemental report will be submitted.